Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading read "high" on her glucometer. The customer stated that the insulin pump had alarmed no delivery. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.